Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that while attempting to charge their implant they received a power on reset (por) message. The patient confirmed the por message to be informational. Patient services (ps) walked the patient through steps to clear the por. The patient confirmed they were then able to successfully connect and recharge their implant. Patient services instructed the patient to call back if issue returns. No symptoms were reported.